Event description:
Reportable based on device analysis completed on 24sep2025. It was reported that the coil could not be delivered out of the sheath. A 10mm x 40cm interlock .035 coil was selected for use in the artery embolization. During the procedure, it was noted that the coil could not be delivered out of the sheath. After taking out the whole assembly, the coil was stretched. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed a detached interlocking arm, with additional bending and stretching observed in the middle section.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Device evaluated by MFR: the interlock .035 device was returned to our post market quality assurance laboratory. Visual and microscopic inspections of the device were performed, and it was observed that the main coil was bent, stretched and detached at the coil arm section. In the middle section the main coil was bent and stretched. The pouch was returned, and it was observed that the pouch information matches with the complaint information. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.